Event description:
The customer claims no alarm tone when the pressure is released from the pad. There is no pt injury reported.

Manufacturer narrative:
(B) (4). Eval codes: results: eval of the returned product shows that the returned alarm unit sensor and magnet functions okay. All of the unit control buttons are stuck and do not work. (B) (4).